Event description:
It is reported that a locking ring was bent.

Manufacturer narrative:
Please reference MFR report #1822565-2012-01913 for initial report. Evaluation summary: it is unknown if the locking ring had been in the proper position prior to the installation of the liner, although not proven, which may have caused the locking ring to have become bent. Cause cannot be definitely determined. Evaluation: review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.